Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the customer's pump was incorrect as it was changing. Tandem technical support reviewed the pump's t:connect data and it showed that the customer had changed the time on the pump a few times; however, the customer stated that they had not changed the time. The customer's blood glucose level was not impacted.